Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. The customer was unable to test due to the device not powering on with button press or test strip insertion. The customer was unable to self-treat and was treated with oral glucose by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Visually inspected the usb/charging cable and no issues were observed. No opens or shorts were observed. Usb/charging cable passed testing. No failure mode observed. Issue is not confirmed. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs showed the libre reader passed all tests prior to release and correct cable and adapter was part of the kit pack and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.